Event description:
High impedance, greater than 200 ohms was reported. Upon lead revision, the implanter noticed a black, "burn mark" on/in the insulation just below the hvb pin. There did not appear to be a "charge or burn mark" on the device. It was noted that the doctor, upon implant closing, saw a spark jump from the device to the needle. The ICD and lead were explanted. No patient complications have been reported as a result of this event.

Event description:
High impedance, greater than 200 ohms was reported. Upon lead revision, the implanter noticed a black, "burn mark" on/in the insulation just below the hvb pin. There did not appear to be a "charge or burn mark" on the device. It was noted that the doctor, upon implant closing, saw a spark jump from the device to the needle. The ICD and lead were explanted. No patient complications have been reported as a result of this event. Further information from an attorney alleges patient suffered physical and other injury as a result of the recalled lead. Patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead. Attorney also alleges the patient "has sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish".

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found. Defib conductor fracture (overstress); full lead returned. It was observed during analysis that the rv leg had what appeared to be a burn mark inside the lumen on the strain relief coil.